Event description:
Boston scientific received information that this right ventricular (rv) lead displayed increased threshold measurements, and it was suspected this rv lead was not providing accurate pacing. The decision was made to reposition this rv lead. There were no adverse patient effects reported.

Manufacturer narrative:
This rv lead remains in service. At this time there is no additional information. Should additional information become available this report will be updated.